Manufacturer narrative:
Results: the jet7 was stretched approximately 116.5 thru 117.5, 120.5 thru 122.5 and 129.5 thru 130.0 cm from the hub. The total length of the stretched jet7 was approximately 132.0 cm. The jet7 was advanced through a demonstration neuron max and out of the distal tip without an issue. Conclusions: evaluation of the returned jet7 revealed that the catheter shaft was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. Based on the complaint description the neuron max identified in the complaint had an hour glass kink in it. This kink may have contributed to the reported resistance while advancing the jet7 within the neuron max. During functional testing, the returned jet7 was able to be advanced through a demonstration neuron max and out of the distal tip without an issue. The neuron max, jetd, and the non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02508.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet7 kit and a neuron max 6f 088 long sheath (neuron max). The patient¿s anatomy was noted to be extremely tortuous. During the procedure, the physician reported difficulty navigating the penumbra system jet 7 reperfusion catheter (jet7) as well as a non-penumbra microcatheter and wire through the neuron max. It was also reported that the physician felt resistance while advancing the jet7 and it would not exit the neuron max. After two passes, the physician removed the jet7 and noticed that it was stretched. The jet7 was therefore removed and the procedure was completed using a penumbra system jetd reperfusion catheter (jetd), a new non-penumbra microcatheter, and the same neuron max. Upon completion of the procedure and removal of the devices from the patient, the physician noticed that the neuron max had an hour glass kink in it. There was no report of an adverse effect to the patient.